Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during threshold testing with the mobile programmer following an ablation procedure, the threshold test screen displayed an hourglass symbol and failed to progress. Troubleshooting steps were taken to include restarting the host tablet, ending the session, swiping to reopen, and reinstalling the application; however, the issue persisted. Subsequent checks were performed using a legacy programmer. It was then reported that when reconnecting to the implantable device using another mobile programmer the same behavior was exhibited. Troubleshooting steps were taken to include reinstalling the mobile programmer application on that system as well. It was additionally noted that the facility uses a magnetic catheter navigation system in the catheter lab environment. No patient complications have been reported as a result of this event. Application version: 4.4.3 host tablet os version: 18.1.1.